Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation (paroxysmal, permanent), and prior coronary disease. Complications reported included death, unexpected medical intervention (pericardiocentesis), cardiac tamponade, pericardial effusion, stroke, bleeding, and device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: left atrial appendage closure in patients with prior intracranial bleeding, safety, efficacy, and timing.

Event description:
The article, "left atrial appendage closure in patients with prior intracranial bleeding, safety, efficacy, and timing", was reviewed. The article presented a retrospective, multi-center study to evaluate the safety and efficacy of left atrium appendage occlusion in patients with non-valvular atrial fibrillation (af) and prior intracranial hemorrhage (ich) in a multicenter registry, and to compare the outcomes of early occlusion versus late occlusion. Devices included in the study were amplatzer cardiac plug, amplatzer amulet, and unknown. The article concluded that left atrial appendage occlusion is an effective and safe treatment alternative to reduce the risk of ischemic stroke in selected patients with atrial fibrillation and prior intracranial hemorrhage. In this study, the authors did not find differences regarding safety and efficacy in early closure compared with late closure. Further studies are needed to support early closure to reduce the complications associated with oral anticoagulation withdrawal. [The primary and corresponding author was david gonzalez-calle, hospital universitario de salamanca, cibercv, ibsal, spain, with corresponding email: davidgonzalezcalle@gmail.com]. The time frame of the study was not reported. A total of 128 patients were included in the study, of which 85.5% received an abbott device. The average age was 73.8 years, the average weight was 75.8kg, and the majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation (paroxysmal, permanent), and prior coronary disease.